Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted a split at the tip of the tip cover accessory for the monopolar curved scissors instrument. The customer had four different tip covers with the same issue. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the damage on the tip covers was observed during the installation process. The damage was noted at the very beginning of the tip opening and the split would get larger while installing the tip cover accessory onto the monopolar curved scissors instrument. No fragment fell into the patient. The customer will be returning all tip covers with the same damage. The procedure was completed robotically with no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. Visual inspection was performed and found to have a tear at the clear silicone area of the mouth with no thermal damages. The tear did not extend through the grey silicone area. The tear was axially aligned with the mcs tip cover measuring 0.046 in length. The tears at the mouth are most commonly caused by repeated thermal and mechanical stress. Additional information not reported by site was also identified: the mcs tip cover accessory was found to have gouges around the midsection measuring 0.059 to 0.168 in length.